Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor: 08/10/2016, electrode belt: 06/04/2018.

Event description:
A us distributor contacted zoll to report that a patient passed away while not wearing the lifevest on (B)(6) 2020. The patient was at the hospital at the time of passing. Review of the download data, indicates the patient received eight shocks in response to intermittent nonsustained ventricular tachycardia (nsvt) and atrial fibrillation with rapid ventricular response (af with rvr). The patient was treated for the first time at 19:25:55 when the rhythm was sinus beats with hb intermittent nsvt and motion artifact, and the post shock rhythm was sinus tachycardia at 140 bpm hb with intermittent nsvt and motion artifact. At 19:26:51, the patient received a second treatment while the patient's rhythm was a sinus beat, and the post shock rhythm was nsvt. The patient received treatment three and four at 19:27:38 and 19:30:43 when the rhythm was nsvt and the post shock rhythm was nsvt with motion artifact. Treatment five occurred at 19:31:33 when the patient's rhythm was af at 150 bpm with rvr, nsvt, and motion artifact, and the post shock rhythm was af at 150 bpm with rvr and motion artifact. Treatment six was at 19:32:21 while the patient was in af at 150 bpm with rvr, and the post shock rhythm was nsvt. Treatment seven occurred at 19:33:19 while the patient was in af at 150 bpm with rvr and pvcs and a post shock rhythm of af at 160 bpm with rvr and nsvt. The eighth treatment occurred at 19:33:56 while the patient was in nsvt, and the post shock rhythm was af at 160 bpm with rvr and motion artifact. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2020 between 10:40am and 11:0am. The patient's doctor reported the patient was not wearing the lifevest at the time of passing.